Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was unknown whether the phenomenon was attributed to the subject device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a procedure, the evis exera ii xenon light source inlet fuse was burnt. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.